Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident. Customer was treated with manual injection and when they were trying to dispense bolus via insulin pump. Customer stated they noticed that insulin was not pushing thru. The device will not be returned for analysis.